Event description:
The customer reported the system would not boot up. There was an error read for the hard drive.

Manufacturer narrative:
The ge rep replaced the hard drive and restored the rus files. System booted six times with no problem.